Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl in one incident. Customer treated their blood glucose with a manual injection. It was also found the customer was nauseous from their high blood glucose. Troubleshooting did not find any issues with the insulin pump. The customer's current blood glucose was 90 mg/dl. It was also found the customer had several cracks on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, cracked lcd window and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.